Event description:
It was reported that the patient experienced impaired healing and a scab following a deep brain stimulation (dbs) implant procedure. The patient underwent an irrigation and debridement procedure at the lead and connector site. Cultures were taken, but the results are unknown. The patient is doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7103422.